Manufacturer narrative:
MDR 1219913-2024-00219 was initially filed on 22-mar-2024. Additional information (08-apr-2024): siemens healthcare diagnostics has concluded the investigation of the event. Siemens reviewed the internal reagent release data, field data, biorad unity data and found the reagent and quality control (qc) was performing acceptably. There were no instrument errors observed with the system during time of this event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the vacuum regulator and adjusted the secondary vacuum. Following this routine troubleshooting intervention, the issue appears to be resolved although a specific cause for this event was not identified. A product problem has not been identified. Customer is operational; no further actions are required. In section h6, investigation findings and investigation conclusions codes were updated.

Manufacturer narrative:
An outside united states (ous) customer reported observation of a discordant elevated enhanced estradiol (ee2) result was obtained on one patient sample when processed on an atellica im 1600 analyzer. Siemens is evaluating the event.

Event description:
Customer reported observation of a discordant elevated atellica im enhanced estradiol (ee2) result on one patient sample. The initial elevated result was reported to the physician(s); this result was not questioned. The same sample was retested on an alternate atellica im analyzer and obtained a lower result. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant elevated ee2 result.